Manufacturer narrative:
Device was received with corrosion observed on the pcb assembly and the bottom and middle batteries. During the investigation, an internal leak was found in the fluid path due to a tear in the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) with ketones greater than 3. The pod was worn between 36 and 48 hours on the leg. No information was provided on how the hyperglycemia was treated.